Event description:
It was reported that a systemic infection occurred. The implantable cardiac defibrillator system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4): d354trm implantable cardioverter defibrillator (ICD): 2013-(B)(6), 5076 implantable pacing lead: 2013-(B)(6), 6935m implantable pacing lead: 2013-(B)(6). (B)(4).